Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a consumer to our local affiliate (B)(4). This case involves a male pt (age nos) who received a treatment of poly-l-lactic acid (sculptra) five months ago on his hands to make them look more plump and healthy looking. Relevant medical history and concomitant medication info were not mentioned. On an unk date, the pt developed a big growth and small lumps all over his hand. He stated that they feel like crystals under his skin. Corrective treatment, if any, was not reported. Event outcome is unk. (B)(4). Per our affiliate, the pt declined to provide his health care professional's contact info; therefore, no further info expected. Reporter's causality assessment: not provided.

Manufacturer narrative:
Additional info received on 22-nov-08: (B)(4) results revealed: bbr (batch review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for follow-up info received on (B)(6) 2009: the physician reported that the pt now has several hard lumps which he is going to excise. No further info was provided. Addendum for follow-up info received on (B)(6) 2009 respectively were processed together: the pt reported on (B)(6) 2009 that he had three lumps surgically removed and stated that the healthcare professional that administered poly-l-lactic acid was "adamant" that they were not caused by poly-l-lactic acid. He described his hands as "a mess now." The consultant surgeon reported on (B)(6) 2009, that the lumps were removed and the stitches are out, but there was still swelling and lumps. He reported that there are new lumps growing now, but when he went for surgery, not all the lumps could be removed, otherwise they would "muller his hands". Per our affiliate this means that they would worsen the state they are in. On (B)(6) 2009, the pt reported that the ten lumps were growing very quickly. He stated that he has an appointment for another assessment because when they took the first three lumps out, the swelling came straight back, nearly as big as before. Addendum for follow-up info received on 02-jun-09: it was clarified that there was no indication of surgery performed to prevent damage/impairment to body structure, and that the surgery was for aesthetic purposes only.